Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during testing with the bd max¿ system, bd max¿ instrument, there were an unusual number of positive results. 12 of 24 samples gave positive results. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they are receiving an unusual number of false positive results. Logs and environmental monitoring results was requested by service. Customer informed service that the instrument is functioning and no further is taken. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 23mar2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as there were no hardware defects nor is the issue reproducible. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that during testing with the bd max¿ system, bd max¿ instrument, there were an unusual number of positive results. 12 of 24 samples gave positive results. There was no report of patient impact.